Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was oversensing noted on the atrial tachy response (atr) events. Technical services (ts) reviewed and recommend a full in-clinic assessment of lead integrity and to consider an x-ray of the device and lead system for any visible problems or movement. This ra lead remains in service. No adverse patient effects were reported.